Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the device was interrogated prior to implant and received message of 'replace pacer' that could not be reset. The battery voltage was 2.77v and 408 ohms. The device was not implanted. There were no patient complications reported as a result of thhis event.